Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Based on the information reviewed, the reported patient effect of a stroke (cerebrovascular accident) was a result of patient and procedural conditions. The reported visual disturbances appear to be a symptom/secondary effect of the stroke. The reported patient effect of stroke, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the stroke observed post-procedure. It was reported that on (B)(6) 2017, two clips (cds 70601u180 and cds 70601u181) were implanted without issue in a patient with a history of stroke. The patient's mixed mitral regurgitation (mr), was reduced from 4+ to <1, without a reported device malfunction. The same day post procedure, the patient showed a sign of a stroke, visual impairment. The physician thinks the patient suffered a stroke during the mitraclip procedure. The patient has recovered 95% from visual impairment. Hospitalization was prolonged due to the stroke. It is the physician's opinion that the mitraclip procedure may have caused or contributed to the stroke. The patient is stable. There was no additional information provided.